Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height failed, and controller cards were not responding. A field service engineer (fse) removed the faulty drawer and temporarily replaced it with a drawer from an unused cabinet on site. The borrowed drawer was later replaced with a new drawer from the storage room. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 made unusual clicking noises each time it was opened for refilling, loading, or dispensing the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.